Event description:
It was reported that the unit was sent to them for repair because the blue connection plug was defective. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 12/03/2008. Evaluation summary: the unit was received at the international service center. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The fastening material was also replaced and calibration was performed. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.